Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the treatment. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An ophthalmologist reported a patient with recurrent corneal erosions nine months following photo refractive keratectomy (prk) enhancement of the left eye. The patient reported pain upon awakening. A superficial keratectomy was performed sixteen months post symptom onset and the symptoms resolved one month later. Additional information received reporting the use of topical steroids in the post operative period and the patient continues to be monitored.